Event description:
After 3 months of implantation, this pacemaker was explanted due to an infection.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that her onetouch ultra meter started to give her the "er2" error message. The medical surveillance specialist spoke with the patient on september 16, 2010 to obtain the following information: the patient's last test prior to the error message was at 12:15am on (B)(6) 2010. Her result was '156 mg/dl." After this test, she took her usual dose of lantus. The next morning at 9am, she attempted to test but got the "er2.' Although she was unable to test, she continued to take her diabetes medications as usual and did not adjust her diet. At an unspecified time on (B)(6) 2010, she claimed she developed symptoms of frequent urination, weakness, and itchy finger tips; however, she did not do anything to treat her symptoms other than take her usual dosages of diabetes medications. She denied seeking any assistance from a health care professional and did not test with any other devices. According to the troubleshooting performed with customer service, the patient was able to obtain a successful test on the phone. Replacement products were sent to the patient. This complaint is being reported because the patient developed frequent urination, which is suggestive of hyperglycemia, after the "er2" issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.